Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said their patient programmer (pp) hasn't been working for a whole year and clarified that the issue was they were seeing a blank screen even after a battery change. As a result of what was reported, the patient was transferred to repair who noted the patient said the pp won't power on. The patient also said the therapy device has not been working for a whole year. The patient had access to their pp at the time of the call, but they couldn't verify therapy status as a result of the pp issue. As a result of what was reported, an healthcare provider (hcp) listing was sent to the patient to have their ins checked. No patient symptoms were reported and no further complications have been reported as a result of this event.